Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic for a routine follow up. The patient's left ventricular lead exhibited an unspecified stimulation issue. Fluoroscopic images taken indicated the patient's left ventricular lead was dislodged. The lead remained implanted. No patient symptoms were reported.